Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse was in the process of discontinuing a norepinephrine IV drip. When she went to pull the tubing out of the pump, the safety slide clamp did not engage. The medication began to free flow onto the floor. There was no harm to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information: the customer¿s report of unregulated fluid flow was confirmed. Physical inspection of the device noted to be in overall good condition. There were no anomalies noted with the exception that the latch and sear assembly identified as being a 3rd party; and the instrument seal not being present. Visual inspection of the primary set noted the tubing below the expected drip chamber component cut off and the drip chamber component and part of its attached tubing missing. No other obvious damages or issues were observed. Analysis of the pump module device log showed there was no activity on the reported event date; however it was noted there were flow stop open events that occurred prior and after the reported event date. The received set was loaded onto the pump module device and the door was closed shut. The door was then opened and it was noted that the set¿s safety clamp was able to be activated as expected. The door was closed and opened a few more times with the same expected results of the set¿s safety clamp being able to be activated. Testing indicates that the safety clamp activation does not consistently occur when using the customer¿s pump module with a new disposable set. An ftir analysis of the received pump module device¿s sear and latch components was performed by an in-house carefusion engineer. It was concluded that the latch is a different material and comes from a different mold based on a missing rib and date code (compared to a carefusion latch/sear assembly dated as dec 2014). A comparison of the received latch against carefusion latches from different molds also shows different ejector pin marking locations on the received latch from the carefusion latch molds. The sear¿s material cannot be concluded as different from a carefusion sear from ftir analysis alone; however it was concluded that the sear was from a different mold based on gate location and ejector pin sizes (compared to a carefusion latch/sear assembly dated as dec 2014). Further testing was performed on the received device by only replacing the 3rd party sear component with a recent sear component onto the 3rd party latch component; and the reported issue was no longer observed with a new set loaded into the device. The 3rd party sear component was replaced back onto the 3rd party latch component and the reported issue was observed with a new set loaded into the device. The root cause of the customer¿s report was identified as the pump module sear component not being able to pull/activate a set¿s safety clamp component. Further analysis confirmed the pump module sear and latch assembly components to be 3rd party components.